Event description:
It was reported that there were multiple high impedance episodes observed with the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4574-53, lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that there were multiple high impedance episodes observed with the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2015, it was further reported that the rv lead exhibited high thresholds and an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.